Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient (pt) was getting 100% leg relief but additional back pain primarily at ipg site; hcp suggested moving ipg from midline of back, pt is unsure if they want to do surgery. No falls or issues. Guidance on recharging was reviewed with the patient. Patient will decide if they want pocket revision. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the pain was not determined. The patient was not sure if it is her back pain or the ins site. The patient will charge more frequently and for shorter amounts of time before deciding if she will be revised. Additional information was received from a rep. The rep reported that the lead was revised on (B)(6) 2021. The lead was moved to mid t7 to obtain more back coverage and battery moved off of belt line.